Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Also, corroded motor during visual inspection. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of the incident. The customer stated that she accidentally got the pump wet in lake water. The customer reported water in the lcd display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.